Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose level was recorded as 160 mg/dl, which is within the normal range. The device is being returned for examination. No additional information was received regarding the outcome of the event.